Event description:
Philips received a complaint on the heartstart mrx device indicating that the "paddles and paddles fitting location with signs of burning."

Manufacturer narrative:
Available information indicates that the paddles and paddles fitting location showed signs of burning. The reported issue was caused by improper use (a large amount of gel was left behind), and cleaning was performed to resolve the issue. The device has been returned to full functionality and remains at the customer site. No further evaluation is warranted at this time.